Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1094 showed 68 other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic packaging is deformed, which leads to the loss of sterility of certain needles. It was state that the valve on the y-site is also deformed causing leaking. It was stated this occurred with 40 needles. This report addresses 34 of 40.